Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The coating on the insertion section was peeling. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the reported issue of ¿coating peeling¿ was confirmed. The cause of the peeling was attributed to physical stress such as scratching and hitting at the insertion section, chemical stress due to reprocessing outside of IFU (reprocessing manual) recommendations or stress due to poor storage conditions (direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.) The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the oes bronchofiberscope coating of the connecting tube was peeling off and there was no image. The issue occurred during an unspecified diagnostic procedure and it was reported that the procedure was prolonged by 20 minutes. There were no reports of patient harm.